Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message was confirmed during functional testing and based on the event log review . The investigation findings revealed a defective lm 34 temperature probe. Visual inspection of the console was performed, and no issues were observed. The event logs were reviewed and multiple tcmid:05 (coolant diff failure) error messages were observed confirming the reported complaint. The thermogard xp ivtm system passed the initial functional testing, however during burn-in test the console displayed tcmid:05. The root cause for tcmid:05 was due to the defective lm34 temperature probe. The defective lm34 temperature probe was replaced to address the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) displayed tcm ID:05 (coolant diff failure) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.